Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic with an infection. Patients condition after event was unharmed. No additional information is available at this time.